Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical device: ddbb1d1 ICD implanted (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) resulting in false lead integrity alert (lia). The lead remains in use and will be monitored closely. No patient complications have been reported as a result of this event.